Manufacturer narrative:
The insulin pump was received with no button response at escape and act button due to unlocked j2 connector on lcd board. No button error alarm and frozen screen noted during testing. The pump was unable to confirm low battery alert, battery out limit alarm and unable to perform any tests due to buttons unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump shut off due to low battery. When the battery was changed, patient noticed that the insulin pump prompted battery out limit. All the buttons became frozen even if they try to scroll down to read the whole message of the insulin pump to acknowledge the alarm. Customer's blood glucose level was not reported. The device will be returned.